Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error. It was indicated that the main printed circuit board (pcb) was out of specification electrically. It was also indicated that the connector assembly wires were pinched and wire was exposed. It was also indicated that a case boss was broken and that the keypad was scratched. The epg was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error. The caller was to further test the epg and determine if a return was necessary. The epg was returned for service. There was no patient involvement.